Event description:
It was reported to philips that the customer was unable to perform x-ray generation with the wired footswitch. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary diagnosis procedure. The procedure was completed as planned by using hand switch. The philips field service engineer (fse) inspected the system onsite and confirmed that it was unable to perform x-rays. A review of system logfiles found a warning that the multiple en_x was inactive, and footswitch was pressed. Upon troubleshooting actions fse identified the problem in generation of the x-rays with the wired footswitch. Fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.